Event description:
It was reported that the user experienced hyperglycemia with blood glucose over 400, stopped the ilet, administered a manual insulin pen dose, and performed a supply change after realizing older supplies were being used; no bent cannula or leakage was observed, insulin delivery was subsequently resumed, and blood glucose later read 96. Symptoms included hyperglycemia. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a specific device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial